Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were not returned for further evaluation. The assignable cause of the reported "odor/smell" is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site and confirmed the odor issue. The fse reported pm1 service was carried out which included the replacement of the catalytic decomp filter, oil mist filter and the vacuum pump oil to resolve issue. Unit was confirmed to meet specifications and was returned to service. The device history record (DHR) was reviewed for the sterrad® nx unit; no anomalies were observed that would contribute to the reported issue at the time of release.

Event description:
A customer reported an event of "odor" emitting from their sterrad® nx sterilizer. The customer described the odor as "oil smell." There is no report of injury or harm to patient(s) associated with this issue. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.